Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted due to kinked cylinders. It was determined that the issue was caused by improper sizing. The cylinders and pump were explanted and replaced. No patient complications were reported.

Event description:
It was reported that the patient experienced sharp, stinging pains in lateral scrotum and glans penis. This inflatable penile prosthesis (ipp) was not getting as full as it did initially. The ipp pump, at times, when depressed would stay dimpled. Upon explant, it was noted that the cylinders were kinked. It was diagnosed that the anomaly was related with sizing issues. The existing cylinders and pump were removed and replaced. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.